Manufacturer narrative:
H.6. Investigation summary: bd received 1 used sample and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for hole in tubing was observed. The customer sample was evaluated by visual examination and the indicated failure mode for hole in tubing with the incident lot was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of hole in tubing was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode hole in tubing. Bd was not able to identify a root cause for the indicated failure mode. The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2023-08-31 h3 other text : see h.10.

Event description:
It was reported that while using bd vacutainer® push button blood collection set that there was failure of product/and blood splatter/ leakage of sample. The following information was provided by the initial reporter: it was found that the extension tube broke and caused blood to splatter. There has been no report of patient or user impact.

Event description:
It was reported that while using bd vacutainer® push button blood collection set that there was failure of product/and blood splatter/ leakage of sample. The following information was provided by the initial reporter: it was found that the extension tube broke and caused blood to splatter. There has been no report of patient or user impact.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: d.1 medical device type: fpa h.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.